Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized due to low blood glucose levels. No blood glucose levels were reported. The customer was treated with glucagon. Troubleshooting was performed and the insulin pump passed the required tests. Troubleshooting revealed two boluses were delivered within an hour and a half of each other. Troubleshooting also revealed that the basal rate settings were programmed higher than the health care provider's recommendation.